Event description:
It was reported that during a da vinci-assisted surgical procedure, there were faults on the universal surgical manipulator 4 (usm). The clinical territory associate (cta) was unable to provide the fault code and the system was not connected to onsite at the time of the call. The cta would try and hard cycle the system and if necessary, would disable usm 4 to move forward with cases. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced universal surgical manipulator (usm) 4 due to hard faults. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal side manipulator (usm) involved with the complaint for evaluation. The usm was tested, and multiple error code 31226 was confirmed and replicated pointing to the rolling loop assembly that was misaligned. The unit was also failed the insertion direction test. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.